Manufacturer narrative:
This report is being submitted as follow up no. 1 to add additional information to section b5.

Event description:
Additional information was received on 08jun2021. The damage was noticed during prepping of dilator and sheath. The damage was noticed at the back table when the dilator and sheath was being prepped, not during procedure. The dilator tip appeared to be occluded. The device was not used in the patient.

Manufacturer narrative:
One 6fr glidesheath slender sheath and dilator were returned for product evaluation. The dilator was subjected to visual analysis and damage was seen at the distal tip of the dilator. The dilator tip was viewed under microscopy and it was noted that the dilator tip was deformed and occluded. Furthermore, a small portion of the dilator tip also broke of the rest of the dilator body. The sheath was also visually inspected, and no damage was noted. The crosscut valve was dissected and observed under microscope; tear was seen at the center of the valve. No other damages were observed. The complaint can be confirmed for dilator tip damage and dilator tip mechanical damage. Based on the damage observed on the crosscut valve, it is likely the tip was inserted off-center resulting in damage of the tip and crosscut valve. The cause of the dilator tip separation event could not be determined as the complainant could not confirm if the dilator came in contact with a sharp object. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a very small fragment of glidesheath slender dilator tip completely broke off. The patient was stable, and the procedure was a success. There were no other devices or equipment used with the reported product. Additional information was received on 23apr2021. The type of procedure being performed was a left heart catheterization. The procedure completed using a second glidesheath slender (gss) device.